Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2017. The cause of death was stage 4 kidney failure. The caller stated that the customer had a heart attack and stroke that may have led to the customer's passing. The customer¿s blood glucose was over 1200 mg/dl at the time of admission. The caller is unsure if the customer was wearing the insulin pump at the time of admission. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.